Event description:
It was reported that on (B)(6) 2013, a pt was undergoing an MRI of the breast. She was positioned prone/feet first. The technologist was raising the table and not aware that the pt's left foot was being pinched between the mr table and the carriage assembly. The pt complained that her foot hurt but completed the study. The next day, she went to the ER because of the pain in her foot where it was confirmed that she had fractured the 2nd toe on her left foot. The risk manager from the site was contacted and has confirmed that the pt has not had any add'l treatment.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be completed once investigation results are available.